Manufacturer narrative:
Pump received with cracked and bleeding liquid crystal display glass. Unable to perform the displacement and self test or verify missing segment due to physical damaged to liquid crystal display glass.

Event description:
The customer reported via phone call that the inside of the screen was broken and can not rad the display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.